Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00672800800, acetabular liner standard 28 mm i.d. O.d. Size h, unknown 00663001300, femoral stem 13mm, unk 00662406525, bone screw self-tapping 25 mm length 6.5 mm dia., unk 00661005800, f/m acet shell 58mmod, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06108, 0001822565-2018-06109, 0001822565-2018-06096. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review demonstrates superior position of the femoral head within the acetabular cup suggesting polyethylene wear. Rounded lucency along the acetabular screw could suggest osteolysis. Heterotopic ossification superior to the femoral neck. Rounded lucency surrounding the proximal femoral component medially and laterally suggests osteolysis versus loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Implanted approximately 20 years ago. Additional concomitant medical products: unknown, unknown liner, unknown; unknown , unknown stem, unknown; unknown, unknown cup, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06108. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision of the head and liner due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.